Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
In a de novo pvi and afl procedure, once the catheter was inserted, contact force was unable to be reset on both the system and tactisys. The tactisys button appeared red. The catheter and the signals could be seen. The tactisys was rebooted and the connections were checked with no resolution. The catheter was replaced to resolve the issue.